Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. After a 4f non-bsc introducer sheath was inserted and a 0.018 inch non-bsc guide wire was advanced, a 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres, the balloon ruptured. The device was removed and dilatation was completed with a 4mmx4cm non-bsc balloon catheter at 10 atmospheres. Good dilation was achieved and the procedure was completed. There were no patient complications and the patient was in good condition.